Manufacturer narrative:
D2b: pro code (product code), itx, obj.

Event description:
It was reported that catheter issue occurred. The patient presented with a blockage in an artery, specifically in the moderately tortuous and heavily calcified circumflex artery. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the guidewire upon removal. Attempts were made using three different catheters, but the issue persisted. The procedure was completed using a different device, and no patient complications were reported.